Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed soreness, bruising, and tenderness under the electrodes. It was reported that the patient was wearing a holter monitor under the lifevest that aggravated the irritation. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was under the care of a physician. Follow up indicated that the patient's skin irritation improved upon removing the lifevest.